Manufacturer narrative:
The suspect device was returned to olympus for evaluation. During inspection and testing, the reported event was not confirmed. No fault was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, as the customer's report was not confirmed, the root cause of the reported event could not be determined. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Event description:
Prior to a diagnostic hysteroscopy procedure, the user facility reportedly checked the camera head and endoscope according to the standard process and no issues were identified. The customer reported the screen intermittently went white during the procedure. The procedure was completed with another similar device. The procedure was not delayed more than 15 minutes. There was no patient harm or user injury reported due to the event.